Manufacturer narrative:
(B)(4).

Event description:
It was reported the guidewire kinked during insertion. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the guidewire kinked during insertion. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. No definite signs of user were observed. Visual analysis revealed that the guide wire contained four major kinks along the body. The j-bend appears misshapen but intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks in the guide wire measured 41mm, 403mm, 440mm, and 540mm from the proximal weld. The guide wire total length measured 597mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .791mm, which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The guide wire was passed through a lab inventory arrow raulerson syringe (ars) and lab inventory introducer needle. The undamaged portions of the guide wire passed through the components with minimal resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained four kinks along the body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review based on a potential lot identified from sales history did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.